Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device operated normally during laboratory testing and analysis. The clinical observation of no telemetry was unable to be confirmed. Device memory indicates that the last telemetry session was on (B)(6) 2015 and this product was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker depleted prematurely. It was reported that back in (B)(6) 2015 the device was interrogated and had a magnet rate of 100 with approximately 1.5 years left. Eight months later during device follow-up the pacemaker was unable to be interrogated. The patient's pulse palpation was 35 beats per minute. No adverse patient effects were reported. Subsequently, this patient underwent a revision procedure and the product was explanted and replaced.